Event description:
The hcp reported, the pt was experiencing a lack of pain control. The pump was explanted after an implant duration of 24 months. If was replaced and returned to the manufacturer for analysis. A follow up report will be sent, when add'l info is rec'd.

Manufacturer narrative:
Device analysis not available at the time of this report. A follow up will be sent when analysis is completed.